Manufacturer narrative:
This initial and final emdr report is being submitted to FDA for outside us like products reporting. The product was not returned to the manufacturer as it remains implanted. The product investigation was conducted, with results noted below. The product has not been returned as of 24 march 2021. According to the provided pictures, white precipitates looked to be on the front curve side of the optic. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: 254). In addition, research in our complaint database indicated there were not any similar complaints in the same production lot numbers. The root cause of the event could not be determined. However, from our investigation, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Implant date: (B)(6) 2021. Post-operative complications. Temporary impairment - va 1020 due to precipitates deposits are on the surface or anterior part of the iol. Product remained in eye after clinical assessment. Medical history of the patient were hypertension, dyslipidemia and hiatal hernia. Medication: corticosteroids and topical anti-inflammatory drugs and oral clarothromycin.